Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing leading to inappropriate automatic mode switch (ams), low pacing impedance, and loss of capture were observed on the atrial lead. Lead damage was suspected but could not be confirmed visually. The atrial lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.